Event description:
The customer reported a filament regulator failure error message during a procedure with pt involvement, therefore, this malfunction may have resulted in a possible aro. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The transformer was adjusted and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.